Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney disease. In addition, the patient also reported reduced cardiopulmonary reserve, bronchitis, eye irritation, skin irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, and inflammatory response. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device information has been updated/corrected in this report. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed and the device was corrected. The device's event log was reviewed by the service center and no error code found. In this report, box d, g, h has been updated/corrected.